Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called reporting he had recently been hospitalized for a non diabetes related mini stroke. He made some changes to his insulin pump settings and wanted to confirm they were entered correctly. Customer's settings were reviewed and confirmed, but he was advised he would have to speak to his doctor regarding opinions of the settings. Customer's blood glucose was higher, but he was advised this may be due to medications he was taking related to his mini stroke. Customer reported he woke up on (B)(6) 2014 with a severe headache, aching eye socket, slurred speech, and loss of ambulatory control. He thought he was having a hypoglycemic episode, but his blood glucose was 140 mg/dl. He called 911 and it was determined customer suffered a non diabetes related mini stroke. He was prescribed medicine and advised to meet with a physical therapist. Customer's last blood glucose was 289 mg/dl. Nothing further reported.